Event description:
Complainant alleged that while attempting to treat a pt, the device's display was distorted. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the device was subsequently tested and displayed "defib disabled" and "defib fault 76" or a "defib fault 77" message.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department, and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical corporation, united states. The reported malfunction was observed and attributed to a faulty resistor on the race/defib engine board. Analysis of reports of this type has not identified an increase in trend.